Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. Although the aquabeam robotic system's labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient's bladder wall was slightly roughed up during treatment of the median lobe. The treating surgeon suspects the bladder injury was due to the median lobe bouncing. The patient has since been discharged. Based on the information provided, plus a review of the treatment log files, DHR, and IFU the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient's left bladder wall was slightly roughed up during treatment of the median lobe. It was noted that both of the patient's ureteral orifices were intact, but a stent was placed in the left ureteral orifice as a precaution. The treating surgeon suspects that the bladder injury was due to the median lobe bouncing during treatment. The patient has since been discharged. No malfunction of the aquabeam robotic system was reported.